Manufacturer narrative:
The line interface printed circuit board (pcb) and the universal serial bus (usb) flash drive were returned to medtronic¿s product analysis laboratory. A visual inspection of the returned line interface pcb found no anomalies. An investigation was performed and the reported issue could not be duplicated. No errors were recorded in the diagnostic logs during testing. No fault was found with the returned line interface pcb. The component had been replaced as a precaution. A visual inspection of the returned usb flash drive found no anomalies. An investigation was performed and the reported issue was duplicated. The root cause of the reported issue was isolated to flash drive electronic component failure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, a 980 ventilator generated a serial number mismatch error message. The ventilator was not in use on a patient at the time of the reported event. The service engineer (se) inspected the device and verified the reported issue. The se replaced the line interface 2 printed circuit board (pcb) and the flash drive. The se updated the software to the current revision, performed calibrations and extended self-testing on the device and all tests passed.